Event description:
It was reported that two devices misfired and suture malfunctions occurred during attempted suture placement in the right common femoral artery using the perclose technique prior to an endovascular abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. The aaa procedure was completed and hemostasis was achieved by cut down and suturing of the artery. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was not remembered. Reported to have occurred in (B)(6) 2013. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced, is being filed under a separate medwatch MFR number. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). This incident is a duplicate of (B)(4) and was previously reported under MFR number 2024168-2013-03688. Reference this MFR number for complete event details.